Manufacturer narrative:
Complaint conclusion: a cypher us rx 2.50 x 28 stent fractured in the patient approximately three years after implantation. The 2.5 x 28mm cypher stent was one of two stents that had been implanted in the mid right coronary artery (rca). It was unknown if the stents overlapped. The stent had been post-dilated with a 3.0mm balloon with 0% residual stenosis. During angiography performed for unknown reasons three years later, a stent fracture was identified and treated with a 3.0 x 8mm promus stent. No further information was available. No adverse events or treatment were reported, and the patient was reported as "doing fine". Multiple attempts were made to get additional information regarding the event including procedural reports and procedural films without success. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Additional investigation is ongoing. Based on the limited information available, no determination regarding potential contributing factors could be made.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
A cypher (B)(4) rx 2.50 x 28 stent fractured in the patient approximately three years after implantation. The 2.5 x 28mm cypher stent was one of two stent that had had been implanted in the mid right coronary artery (rca). It was unknown if the stents overlapped. The stent had been post-dilated with a 3.0mm balloon with 0% residual stenosis. During angiography performed on (B)(6) 2010, a stent fracture was identified and treated with a 3.0 x 8mm promus stent. No further information was available. No adverse events were reported and the patient was reported as "doing fine".